Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was 142 mg/dl. Customer reported that they had air bubble in the tubing with 16 th inch size. Customer were assisted with troubleshooting but unable to remove the air bubble from tube. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.